Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported patient had a cp pump placed to support for non-st-segment elevation myocardial infarction. The pump was supporting for 1.5 hours for the percutaneous coronary intervention and explanted. When explanted there were bleeding issues when perclose could not achieve hemostasis and so contralateral leg balloon angioplasty was done for hemostasis. There was not distal perfusion observed and patient got 1 unit of blood transfused. The patient survived the harm.